Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. In addition, the customer did not remove the residual air from the cartridge. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.